Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution hemostasis clipping device was used during an esophagogastroduodenoscopy procedure (egd) on (B)(6) 2013. According to the complainant, during the procedure the resolution clip did not attach to the patient tissue and would not deploy. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A review of the device history record (DHR) revealed no issues. Evaluation of the returned device revealed that the clip assemble was detached from the deployment catheter, and that the deployment mechanism could be successfully actuated. This corroborates the additional information, that the clip had not been locked in the capsule. The deployment issues experienced by the user were likely a result of operational context issues.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution hemostasis clipping device was used during an esophagogastroduodenoscopy procedure (egd) on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip did not attach to the patient tissue and would not deploy. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. It was initially reported that the clip would not deploy. It was unknown at that time if the clip was able to be closed (locked). Additional information received on october 28, 2013 confirmed that the clip was not able to close (lock). Based on this information, this is no longer an MDR-reportable scenario.